Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical product: 5076-45 lead, implanted (B)(6) 2003; (B)(4) lead implanted (B)(6) 2009. (B)(4).

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer's analysis. Follow up yielded that the crt-d was explanted at end of life (eol) and downgraded to a dual chamber implantable cardioverter defibrillator (ICD) because the patient's left ventricular (lv) lead was capped due to high thresholds and diaphragmatic and phrenic nerve stimulation. No patient complications have been reported as a result of this event.